Manufacturer narrative:
The device was returned and evaluated. The seat interface locked properly. No visual or functional evidence to support the claim.

Event description:
Consumer alleges while coming home from the grocery store, the scooter allegedly tipped over because the seat would not lock into place causing the consumer to fall out.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while coming home from the grocery store, the scooter allegedly tipped over because the seat would not lock into place causing the consumer to fall out.